Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Corrected: this is not a product problem. Corrected: h6 - clinical code. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section a4: patient's weight is not available at this time. Section d3: date of event is estimated.

Event description:
It was reported the patient¿s ipg lost communication with external devices. In turn, the ipg deemed inoperable. Surgical intervention may be pending to address the issue.